Event description:
In (B) (6) 2006, the disc between c6 & c7 herniated. In (B) (6) 2006, I had a cervical disc replacement with the kineflex synthetic disc at (B) (6). I was sent home same day surgery from (B) (6) to central (B) (6) -about a 3 hour drive-, although protocol was -12 nights in the hospital for observation. Post surgery, I developed a permanent debilitating headache, ed visits for pain, numbness and tingling in both arms & hands, occasional numbness of my thoracic spinal column, and seizure like episodes. I am being treated with many medicines and pt. I have also been to (B) (6) where they attempted several interventions. To date I am on disability while I continue to look for a doctor that can help me. Dates of use: permanent replacement, (B) (6) 2006 - (B) (6) 2010. Diagnosis: herniated disc. Weekly pt starting (B) (6) 2006 - present, (B) (6) state orthopedics, state college (B) (6) cortisone shots - 2006. Nerve blocks, 2006, 2007, 2008.